Event description:
During a brain surgery inside a (B)(6) operating room, the power of the or lights, microscope and other hospital devices was interrupted.

Manufacturer narrative:
The power management configuration is not a medical device but contains project specific 3rd party standard products sold by (B)(4) for the power supply of the (B)(6). According to the hospital, the surgery was finalized without any immediate adverse clinical outcome for the patient. The tumor resection was far advanced and user decided not to continue resection. Brainlab investigation has shown that 2 of the batteries inside the uninterruptible power supply provided with the brainlab imri or power management were defective. The user had connected other hospital devices used for the surgery to non-permanent power outlets. Brainlab intends the following corrective actions: potentially affected (b)(6 customers receive a product notification information. Brainlab will visit all sites where a ups is part of the brainlab imri or power management to test if the ups still provides sufficient power to bridge the short period of time until the hospital's generator is active. Brainlab will visit all potentially affected (b)(6 imri sites to assess if the power supply of the or lights is configured redundantly with a separate power line.